Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called in to report unexplained high blood sugars. Following troubleshooting, the customer was instructed to change set. When she removed the reservoir from the pump she discovered it was leaking at the o-rings.